Manufacturer narrative:
E1 initial reporter phone: (B)(6)

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was selected for use. During the procedure, the main screen was not illuminated, while the touch screen was illuminated; however, the system could not be started properly. The procedure was not completed due to this event. No patient complications were reported.